Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 856mg/dl with nausea, vomiting, and extreme drowsiness. The patient was taken to the hospital and diagnosed with diabetic ketoacidosis. The patient was treated with IV fluids. Customer support (cs) completed troubleshooting and the basal history matches the active basal program settings. The bolus totals do not match and the basal delivery totals in tdd do not match, variation due to known cause of cartridge change. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow up #1 submitted 7/22/2016: correction to report date, event or problem, and date received by MFR.: a review of the complaint record indicated this complaint was received by animas on 6/21/2016, not 6/23/2016 as previously reported.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 08/19/2016: the device was returned to animas and evaluated by product analysis on 07/27/2016 with the following results: on (B)(6) 2016 at 8:03 pm the date was changed to (B)(6) 2016 6:00 am causing the basal delivery totals to appear inaccurate. Pump was tested for delivery accuracy during investigation and was found to be within specifications. Basal history appears inconsistent due to manual date changes by the user. Pump was tested for delivery accuracy during investigation and was found to be within specifications. No delivery defects found. Unrelated, the battery cap is damaged and unable to attach securely to pump; test cap used during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.